Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-30 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2008; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports that in an ins replacement case, when they checked connectivity 8-15 showed good, however, electrodes 7 4 3 2 1 0 showed xs. Rep wanted to know if this issue was due to entering the extensions. Technical services (ts) reviewed with caller that they entered the appropriate lead model and entering the extension is not the cause of the connectivity issue. Ts recommend further testing to rule out extension or lead having impedance issue. No patient symptoms were reported.

Event description:
Additional information was received from the manufacturer representative (rep). This issue was observed when the leads were plugged into the new ins (intellis pro) system as the restore battery was at eos. The restore battery was discarded by this customer, the rep did not have possession of it.

Manufacturer narrative:
Continuation of d10: product ID 39565-30, lot# serial# (B)(6), implanted: (B)(6) 2008, product type lead product ID 977118, lot# serial# (B)(6), implanted: (B)(6) 2025, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports that electrodes 0-7 were all xs-not useable, clarifying that high impedances were observed on electrodes 0-7 (all 40,000). Rep reports the cause remains undetermined stating the patient has old surgical paddle and old extensions. Rep reports they tried reseeding the paddle wire from the extension into the battery differently/after wiping down and this still did not resolve the issue. Rep reports the high impedances were not resolved and the patient is aware that if they were to want to fix this issue likely they would need a new surgical paddle, which would have been a bigger surgery. Rep reports the patient is still happy with the system as they were able to get the patient's painful areas on right foot/hip.